Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged. The following information was provided by the initial reporter: material no:320122 batch, no: 0057715, unknown. It was reported that the pen needles clog during the flow check. Verbatim: email: dear bd, I am a long time user of your bd nano ultra fine pen needles. Over the past year I have noticed that out of every box of 100 pen needles there are usually 2 to 4 pen needles that do not function. By that I mean that when I put the needle onto the dispenser, no medication can flow through the pen needle forcing me to throw it away and use another one. I never noticed it happening previously - just within the past year.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0057715, medical device expiration date: 2025-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged. The following information was provided by the initial reporter: material no:320122, batch no: 0057715, unknown. It was reported that the pen needles clog during the flow check. Verbatim: email: dear (B)(6), I am a long time user of your bd nano ultra fine pen needles. Over the past year I have noticed that out of every box of 100 pen needles there are usually 2 to 4 pen needles that do not function. By that I mean that when I put the needle onto the dispenser, no medication can flow through the pen needle forcing me to throw it away and use another one. I never noticed it happening previously, just within the past year.